Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
Patient has right knee surgery of which an expired implant was used. Surgeon was not aware and out of town at this time. Rep stated he was not sure if a revision will take place until the surgeon arrives back and will make the decision.

Manufacturer narrative:
An event regarding an alleged implantation of a triathlon insert that had passed its expiry date was reported. The event was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: no medical records were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusion: a review of the manufacturing records indicates a device manufacturing date of 20-oct-2011 and an expiration date of oct 2016. The date for this event is indicated as (B)(6) 2016. Therefore the device was implanted passed its expiry date. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient has right knee surgery of which an expired implant was used. Surgeon was not aware and out of town at this time. Rep stated he was not sure if a revision will take place until the surgeon arrives back and will make the decision. The patient was implanted with an expired implant. After the surgery, the surgeon went out of town for a few days and the sales rep was unable to notify the surgeon about the expired implant until surgeon returned (approximately 3 days later).